Event description:
It was reported that when using the bd pyxis¿ es server delay and no reports was running. The reports were not current and were not loading at that time. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name:(B)(6). D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 24-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had delay and no reports was running. A technical support specialist (tss) dialed in and checked the extract, transform, load (etl) history via microsoft sql server management studio (mssms); no issues were observed. The tss reviewed the health sight viewer (hsv) history and identified a critical alert indicating etl delayed, with report data not current. The tss attempted to connect to the rpt instance from the application server, but the connection failed. The tss then remoted into the server and observed that the structured query language (sql) services were not running. The sql services were restarted successfully, and the connection to the rpt instance was restored. The etl status was checked and found to be stopped. The tss restarted the etl process successfully without errors and verified that it completed three cycles at intervals of 5 10 minutes. The tss confirmed in hsv that the critical alert had been cleared and advised the user to monitor the reports. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.